Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had pain at the ipg site and migration. The patient underwent a pocket revision wherein the device was repositioned. The patient was doing well postoperatively.